Event description:
It was reported that 54 as lvp bld180m 15d ss sets from lot 21036723, and 1 set from lot 20106053 had issues with blood not flowing through the filter. The following information was provided by the initial reporter: "had issues with 2 lots ¿ 21036723 and 20106053 with blood not flowing through filter. Was able to get is to work with lot# 21025363."

Manufacturer narrative:
H.6. Investigation: 53 samples (model #2477-0007) were returned by the customer. It was reported that blood would not flow through the filter. The returned sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were able to be primed and fluid flowed passed the filter. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2477-0007 lot number 21036723 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2477-0007, lot number 20106053 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20106053 regarding item #2477-0007. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21036723 regarding item #2477-0007.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21036723. Medical device expiration date: 2024-03-30. Device manufacture date: 2021-03-26. Medical device lot #: 20106053. Medical device expiration date: 2023-10-12. Device manufacture date: 2020-10-08. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 54 as lvp bld180m 15d ss sets from lot 21036723, and 1 set from lot 20106053 had issues with blood not flowing through the filter. The following information was provided by the initial reporter: "had issues with 2 lots ¿ 21036723 and 20106053 with blood not flowing through filter. Was able to get is to work with lot# 21025363."